Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit does not start. It shows the error message of ventilator inoperative with post timer/24v failure on the screen and sounds an audio alarm. The customer reported there was no patient involvement.